Event description:
It was reported that there was a micro-tear in the catheter. There was leakage at multiple sites. The patient experienced headache, increased pain, nausea, csf leakage, and edema/seroma/hematoma. The drug was prialt 10 mcg/ml delivered at 3 mcg/day. The catheter was replaced. The patient's outcome was reported as non-serious injury.

Manufacturer narrative:
Results: catheter.